Manufacturer narrative:
The information provided details that the information provided details the affected patient tissue samples were "4 or 5 gi biopsy cases that were "mushy"; these affected patient tissue samples had remained "in hot paraffin over night" and the laboratory processes all biopsy and larger tissue is processing using a protocol of almost nine (9) hours duration. Manufacturer investigation identified that the patient tissue samples exhibiting sub-optimal processing reported by the complainant were derived from the laboratory defined customized protocol comprising 112 cassettes, which started in retort a at 12:12 on (B)(6) 2022 and completed successfully at 04:00 on (B)(6) 2022. Section 8.2.1 of the peloris ii user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, the laboratory defined customized protocol, which has a duration of 08:49 hours, is not appropriate for processing gi biopsy specimens. The quality of tissue processing would also have been further adversely impacted by the affected patient tissue samples remaining in hot paraffin overnight, as reported by the complainant when notifying the leica representative.

Event description:
The complainant contacted leica biosystems and the following information was documented: "customer called me at 9:18am on (B)(6) 2022 regarding issues they were having with their peloris 2. They informed me of a sensor error code on the peloris as well as 4 or 5 gi biopsy cases that were "mushy" they let the biopsies sit in hot paraffin over night. They did not reprocess the tissue or make an attempt. The [sic] pathologist said that the tissue was unreadable. I am waiting to see if the patients need to be biopsied again." The complainant also advised the leica representative that the patient tissue samples exhibiting sub-optimal processing were derived from one (1) "biopsy" protocol, which completed at 04:00am on (B)(6) 2022. On (B)(6) 2022, the assigned leica core histology applications specialists-az (fas) visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived from one (1) "biopsy run' with an end time of 0400 on (B)(6) 2022 comprising 99 cassettes, which was executed in retort a; the tissue types of the affected patient samples were a "mixture of gi and large specimens"; the sizes of the affected patient tissue samples were "various sizes" and the affected patient tissue samples had not been re-processed. The fas also documented that: "when I arrived at the laboratory I spoke with the histotechs regarding the program in question. They do run all their biopsy and larger tissue on an almost 9 hour run."; and all reagents on the instrument at the time of the event had already been replaced. On (B)(6) 2022, leica biosystems melbourne received information from the local leica senior applications specialist-pathology that all cases affected were diagnosed, and re-biopsy of a patient(s) had not been either recommended or performed.